Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic radical rectal cancer surgery, the stapler cannot be fired. The green button was pressed but the handle cannot be squeezed. The instrument was replaced to complete the procedure. There was no patient injury.